Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the stapler got stuck. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The device history review could not be conducted since the lot number was not provided. One (1) stapler of catalog number 528235 visistat 35w 6/box was received used, opened without original packaging, lot # was not confirmed with sample received, stapler was received with remaining staples. During visual inspection components looked well assembled, no stuck staple in the tip of the cartridge. Failure mode "stuck in stapler" was not confirmed with samples received during visual inspection. Functional evaluation was performed, as follow: stapler was pre-activated and during activation it was observed that trigger component is not properly activated (no staple released), then stapler was opened to see the condition of components and was observed the cover block components is broken; support bases. This condition causes the trigger component to not properly activate. Although the failure mode stuck in stapler reported by customer was confirmed during testing, root cause for this issue is considered unknown since sample was received seriously damaged. Although from the samples received it was observed. Other remarks: the defect reported by the customer stuck in stapler during functional inspection, the root cause for this issue is considered unknown since that the cover block component is damaged; broken support bases, a corrective action cannot be established due to the fact of the sample condition). Therefore failure mode cannot be duplicated. In addition, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing (3 staples per stapler). However, we will continue to monitor trending of similar complaints.

Event description:
Alleged event: the stapler got stuck. The patient's condition was reported as fine.